Event description:
The customer reported that the device was displaying the service and low power indicators and that the device would not turn on.

Manufacturer narrative:
Medtronic evaluated the device. The root cause of the reported problem was determined to be surface contamination on a circuit board assembly. The contamination caused a low impedance between resistors in a resistor network which caused the device to fail to turn on. A replacement device was provided to the customer.